Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). The 3rd party field service technician was able to verify the oxygen blender was out of specification. Field service then replaced oxygen blender.

Event description:
The customer reported the model ltv (lap top ventilator) 1200 ventilator was sent in for maintenance and the o2 blender was out of specification. Since it was found in service, there is no patient involvement.